Manufacturer narrative:
The on-site investigation by our field service engineer revealed that the expiratory cassette was not properly locked into place in the ventilator. This mechanical issue could also be confirmed by the received photograph. After proper insertion and locking of the cassette in the ventilator, the unit passed all the safety tests and the pre-use check. The logs were downloaded and the ventilator was returned to service. Evaluation of the ventilator¿s logs show that on the day of the event, the logs contain many high airway pressure, high continuous pressure and high peep(high positive end expiratory pressure) alarms. The alarms indicate premature termination of breaths during the inspiration phase and going over to expiration due reached set upper pressure limit. The terminated breaths is what was most probably reported as flow volume stopped. The cause was leakage around the expiratory pressure transducer of the reported loose expiratory cassette that leads the ventilator to deliver more inspiratory flow to compensate for the leakage. The expiratory cassette has a snap-fit design and once in place it cannot be loosen but itself without pressing the ejection button. The conclusion in the matter is that expiratory cassette was initially not fully locked and this was the most probable cause of the reported event.

Event description:
It was reported that the ventilator's flow volume stopped while it was connected to a patient. There was no patient harm reported. (B)(4).